Event description:
It was reported that the patient alert was sounding due to multiple power on resets (por). When the patient came into the clinic, device interrogation could not be completed without a por occurring. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the device was confirmed to have erratic telemetry and multiple resets. This was caused by open interconnections in the read only memory (rom) of an integrated circuit (ic).